Event description:
Report from ICU nurse: "over the weekend we had numerous "distal occlusion" alarms. We checked the lines, made sure the ivs were patent, etc. But could not get the alarm to clear. We followed the prompts on the screen but nothing worked. We replaced tubing multiple times, replaced filters, etc. The only thing that worked was getting a new pump. One of these alarms was a propofol infusion that we were unable to restart in a timely manner resulting in the patient to wake up. One alarm occurred while connected to a central line and another to a PICC line, both which worked fine with other ivs running into them." Single event described above but alarms related to both distal and proximal occlusions, including presence of excess air in tubing, have been reported in multiple pumps at two hospitals in our health system over the last 2 weeks. Drug library settings for distal occlusion pressure threshold and distal occlusion automatic restart have been reviewed and do not appear to be cause of errors when comparing patient safety reports and known settings. Biomedical engineering at one of our sites has completed testing outlined in the technical service manual on 4 pumps taken out of service due to reports of occlusions/inability to clear alarms. They did not identify an issue with the pump alarming at the specified pressure threshold, however, did comment that back priming and other recommended interventions did not appear to be resolving the alarms based on the error log. Resolution only occurred when the pump was power cycled. Due to the high-risk nature of implicated medications (vasopressors, propofol, etc.), we are concerned that the inability of end users to clear alarms using steps recommended by the device manufacturer is leading to delays in patient care and may lead to patient harm. Reference reports: mw5119915, mw5119916, mw5119918.